Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level that ranged between 520-521 mg/dl with trace amount of ketones. Customer delivered a bolus via the pump in attempt to address bgs prior to going to the ER. Customer was treated with a manual injection and was given water to drink. The customer was released from the ER five hours later with no permanent damage. Tandem technical support performed a system check on the pump and determined that it was functioning as intended. Reportedly, the cause of the high bg was due to an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer treated for the low bg that the cgm was displaying without realizing that the bg reading was higher. The cgm bg reading was 66-67 mg/dl, and the meter bg reading was 520-521 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer.